Event description:
It was reported that the patient was experiencing a constant pain/jolt every 1.5 minutes. The patient did not feel the pain when stimulation was decreased from 2.0 to 1.6 on program #1 and could still feel stimulation. It was later reported that the patient never had therapeutic effect and was flowing like a river in the mornings due to not getting relief. She was more comfortable when stimulation was lowered to 1.6 but was still having pain, especially in the buttocks area. Due to discomfort, the patient switched to program #2 at 1.20. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0uft5, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).